Manufacturer narrative:
This report is submitted on december 7, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth. A skin revision was performed and the abutment was removed on an unknown date.